Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent and the catalog and lot numbers are not available. A copy of the publication is attached to this report. The citation is as follows: nakahara, t. (1999). Stenting therapy for extra-cranial carotid stenosis. Interventional neuroradiology, 5(1_suppl), 37-42. Complaint conclusion: as noted in the publication by nakahara et al stenting therapy for extra-cranial carotid stenosis; interventional neuroradiology 5 (suppi1), 1999; report initial results of stent placement for extra-cranial carotid stenosis. Six (6) months after a (B)(6) male patient treated with palmaz stent, radiographic follow up showed 30% stenosis. Nine (9) months later there was no progression during the clinical follow up. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As noted in the publication by nakahara et al stenting therapy for extra-cranial carotid stenosis; interventional neuroradiology 5 (suppi1), 1999; report initial results of stent placement for extra-cranial carotid stenosis. Six (6) months after a (B)(6) male patient treated with palmaz stent, radiographic follow up showed 30% stenosis. Nine (9) months later there was no progression during the clinical follow up.